Event description:
It was reported that a user experienced hypoglycemia while using the ilet with a g7 sensor, with the lowest blood glucose of 62 mg/dl and approximately 30 minutes outside the target range; the user ingested crackers and orange juice and confirmed a fingerstick of 65 mg/dl, with glucose gradually rising thereafter. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrates and no medical intervention or hospitalization. Investigation included user interview and review of reported glucose data. Investigation of this case revealed no device alarms or malfunctions and no identifiable precipitating factor, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.